Event description:
Same case as: 2134265-2014-04131. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation at 8 atmospheres, the balloon ruptured. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was selected; however during the first inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a 3.0-40/144 sterling es / coyote es balloon catheter. The device was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. The catheter was inspected tacitly and under magnification. There was blood in the inflation lumen and multiple hypotube kinks. The shaft was kinked 26.5cm, 27.5cm, and 28.5cm from the distal tip. The shaft was buckled between 12cm and 15cm from the distal tip. The inner shaft was also buckled in numerous places and the balloon was damaged. Microscopic examination of the balloon did not reveal any tears or punctures. The device was prepped with an inflation device filled with water and connected to the inflation port to perform functional testing. The balloon could not be inflated when positive pressure was applied. The stretched, buckled, and kinked areas of the shaft likely caused inflation lumen restriction preventing inflation. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-04131. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was selected to dilate the lesion. During the first inflation at 8 atmospheres, the balloon ruptured. A 2.5mm x 40mm x 146cm coyote es balloon catheter was selected; however during the first inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a 3.0-40/144 sterling es / coyote es balloon catheter. The device was removed intact. No patient complications were reported and the patient's status was good.